Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter displayed an inaccurately high result compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient reported that at 0:10am on (B)(6) 2019, she obtained an alleged inaccurate blood glucose result of 274 mg/dl on the subject meter which she considered high compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She indicated that after obtaining the alleged inaccurate result, she increased her insulin dose to 3 units which she administered around 00:10am and went to bed. She reported that around 3am on (B)(6)2019, she woke up feeling unwell with symptoms of ¿sweating, tachycardia and shaking.¿ she reported that at the time, she tested her blood glucose level on the subject meter and obtained a result of 41 mg/dl. She indicated that she self-treated her symptoms by consuming sugar and 2 apricots. During troubleshooting, the csr noted that from the lot number provided by the patient, the test strips had expired in (B)(6) 2019, invalidating the results on the meter. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Sweating, tachycardia and shaking, after obtaining an alleged inaccurately high result on the meter and injecting an increased dose of insulin.